Event description:
The pump was rematurely explanted and replaced with another device. The explant was performed as the "pump nearing eol". The device has been returned to the manufacturer for analysis.